Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure for a left ventricular lead revision due to being dislodged, after the lead was revised, the left ventricular port setscrew failed to engage/torque. The device was then explanted and a new device was implanted. No patient complications have been reported as a result of this event.